Manufacturer narrative:
Section d catalog number was corrected.

Event description:
The complainant reported that a 45-year-old patient with a past medical history of type 2 diabetes mellitus and active tobacco use presented to the emergency department on (B)(6) 2025, with complaints of shortness of breath and chest pain. A cardiac evaluation demonstrated a non-st-elevation myocardial infarction. The patient was taken to the cardiac catheterization laboratory for a diagnostic coronary angiogram, which revealed multivessel coronary artery disease. The decision was made to return the patient to the cardiac catheterization laboratory for high-risk percutaneous coronary intervention with impella support. During the procedure, loss of placement signal and left ventricular waveform display on the automated impella controller were noted, most likely due to a malfunction of the optical sensor. The impella device had previously been inserted, then completely removed due to concern for clot ingestion, and subsequently reinserted. The loss of placement signal and left ventricular waveforms was noted following reinsertion of the device. Pulsatile motor current was observed, and device flow parameters were appropriate. The physician was able to complete the intervention without further issue. The impella device was successfully weaned and removed at the conclusion of the case.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in d9 (device evaluation), including evaluation status and date device returned to manufacturer.